Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of blood and evidence of clinical use was observed. The hemopro pigtail was observed to have been transected in half at the connector end, making it impossible to connect to the reference hemopro cord. This was not reported by the account. Due to the condition of the device an electrical evaluation was not possible. However, the handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. The rubber shielding at the base of the switch was removed to measure for electrical continuity using a digital multimeter. The device passed the test, continuity was measured at the switch and at the jaws. The ¿pigtail¿ assembly is an OEM supplied component. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned in a condition precluding proper evaluation of the device for the reported failure. Based on the condition of the device as returned the reported failure was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro would not cauterize, it would not work at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4) 2015 03:21 pm (gmt-4:00) added by (B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro would not cauterize, it would not work at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.